Event description:
A malfunction alarm was reported. There was no adverse impact to the customer's blood glucose level. Pump malfunction code was resettable, and technical support provided reset information to the customer. No further information was available.